Event description:
It was reported, the hcp continued to titrate the dosage. The hcp was unaware of a catheter problem. It was reported there was no injury.

Manufacturer narrative:
Final analysis of the catheter found an indent in the catheter/sc connector seal and occlusion. Under microscope inspection a circular indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that healthcare provider (hcp) attached the catheter to the pump and attempted to aspirate through the side port but was unable to. Hcp disconnected the catheter from the pump; there was free flowing cerebrospinal fluid (csf). Hcp placed the catheter back on the pump; attempted to aspirate with a '1cc slip tip syringe and 3 cc leur lock syringe;' still unable to aspirate. The hcp disconnected catheter from pump again; there was free flowing csf. Hcp attached catheter to the pump and attempted to flush csf back through side port. Hcp was unable to flush. It was indicated there was occlusion of the sutureless pump connector. Hcp used another connector and the same scenario happened with the new connector. Per hcp, the pump connector was ok with free flowing csf. The catheter was placed without incident. There was free flowing csf throughout every step of the placement. It was noted there was no injury. The pump was delivering morphine.

Manufacturer narrative:
Patient programmer: model# 8835, serial# (B)(4); catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; accessory: model# 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.